Event description:
The customer received questionable free thyroxine (ft4) results for one patient sample. The initial result was 0.02 ng/dl. The second result was 0.02 ng/dl. The third and fourth results were within the expected values of 0.9- 1.7ng/dl. No specific data was provided. The customer could not provide information concerning which result was reported outside the laboratory or if the patient was adversely affected. No adverse event was reported. The ft4 reagent lot number and expiration date were requested, but were not provided. When the customer centrifuged this patient's whole blood sample, "something like a disc from sample tube" was found on a cell layer. As no further information could be provided by the customer, this was assumed to be the root cause of low results.

Manufacturer narrative:
This event occurred in (B)(6).